Manufacturer narrative:
Event date is only approximate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient has always been in pain and clarified the patient was doing good for a while then started to experience more and more pain after implant. The caller stated the patient is working with their healthcare provider (hcp), who is trying different things, including nerve block (most recently applied (B)(6) 2018). The caller stated the patient was experiencing more pain recently, which caller stated is an aberration, the patient is almost immobile/homebound, so the caller changed groups from e to f maybe the week of (B)(6) 2018. The caller stated the patient has been experiencing the ins battery deplete faster than expected, that it will go from 50% to 0% overnight. The caller stated they will work on it for 3 hours to get it to 80% or a long time/two hours to get to 50%. The caller did not know what the previous recharge interval was. The caller also noted recently seeing the thermometer icon from having tried it for so long and pushing on it. It was reviewed how programming changes can affect recharge interval. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer and the rep reported that the patient's ins recharger (insr) was only charging the ins to 50% and then it would die. The insr was not holding a charge. The rep stated that the patient was charging too often, and that the ins was not holding a charge. The 8840 was showing the ins battery at 3.615v and the insr was showing 25%, the two readings matched up. Electrode impedances were normal and the patient's settings were 6.5v/300pw/420hz. 2 anodes and 2 cathodes. Therapy impedance 412 ohms. On24/7. The estimated recharge calculation was 1 day. A new insr was sent to the patient. No further complications were reported.